Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. Based on the results of the investigation, the most probable cause for noise appearing in the image is traced to component failure, and for foreign matter present inside the nozzle, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter present inside the nozzle and noise appears in the image. There was no patient involvement.